Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. The analyst noted that atrial capture threshold periodically rises out of range (high) (B)(6) 2015. Analysis of the device memory indicated atrial pacing capture threshold was intermittent. The analyst noted that atrial capture threshold periodically rises out of range (high) (B)(6) 2015. Analysis of the device memory indicated a p-wave amplitude measurement issue. The analyst noted that between (B)(6) 2015 and (B)(6) 2016, the p wave amplitude varied between .25mv and 6.375mv.

Event description:
It was reported that the patient's right atrial (ra) lead dislodged. Specifically, the physician noted that the lead lost slack and the tip was resting on the ra floor. The lead had unstable thresholds and no capture. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.